Manufacturer narrative:
(B)(6). Insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and cracked reservoir tube window.

Event description:
Customer reported on (B)(6) 2014 that the insulin pump had physical damage. Customer stated that the battery cap area threads are cracked. Customer stated that he noticed it was getting worse and wanted the device replaced. Blood glucose is 96 mg/dl. Nothing further reported.